Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
Mw5085207 it was reported that a female patient underwent a breast implant surgery procedure with mentor medical devices ( unk_gel implants/smooth hpg, 550cc date of implant (B)(6) 2014) experienced breast implant rupture. It was also reported that the patient reported unexpected systemic symptoms, which included but not limited to insomnia, fatigue, foggy feeling, allergies, ibs, seizures, multiple areas of joint pain, frozen shoulders, migraines, anxiety, depression. As a result, the patient had undergone breast implants removal on (B)(6) 2018 no further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for the one of the two side with unknown gel.

Manufacturer narrative:
Additional information received on 7/22/2019, indicated that the identity of the device is as follow catalog number is 3505504bc, serial number (B)(4). Patient date of birth is (B)(6) 1969, and age at the time of event was 49. Date of implantation updated to (B)(6) 2014. There was no rupture indicated in this new information. Visual evaluation of the device image: upon visual inspection of the picture, it was observed to be intact. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated photo evaluation: upon visual inspection of the picture, it was observed to be intact. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).